Event description:
Received information that the fill estimate displayed 9 units after a cartridge alarm 1 (during bolus delivery) occurred. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.